Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed a broken pet lock, the pull wire was retracted out of the ddt, and the embolization coil detached from the pusher assembly. This type of damage typically occurs due to a successful detachment. The detached embolization coil was not returned for evaluation. Due to the returned condition of the pod pc, the root cause of the reported complaint could not be determined. Further evaluation revealed pusher assembly kinks. This damage was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: (B)(4) - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using a pod packing coil (pod pc), ruby coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a ruby coil in the target location using the lantern. While placing a pod pc, the physician experienced resistance and decided to remove the pod pc. However, while retracting the pod pc through the lantern, the pod pc unintentionally detached within the lantern. The physician then used a ruby coil to advance the pod pc through the lantern and successfully placed the pod pc in the target location. The procedure was completed using the ruby coil and the same lantern. There was no report of an adverse effect to the patient.